Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was seen to be broken/fractured at the catheter hub and strain relieve. The catheter shaft was seen to be flat/crushed at 3.5cm from the fracture part. The catheter shaft was seen to be kinked/bent 17 and 24 cm from the fracture. The catheter distal shaft was seen to be flat crushed 2.5 cm from the catheter tip. There was a dried blood noted in the catheter shaft and in the hub. Functional testing was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter shaft kinked/bent was confirmed. The reported catheter shaft difficulty advancing could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information states that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure. Patient's anatomy was moderately tortuous. Based on a review of the available information and analysis of the returned device, it is probable that moderately tortuous anatomy of the patient, combined with other procedural/anatomical factors present, causing the reported friction during advancement of the device which led to the subsequent device fracture. The as reported events of catheter difficulty advancing guidewire and catheter kinked/bent as well as the as analyzed damage of the catheter shaft kinked/bent, catheter shaft broken/fractured during use and catheter shaft flat/crushed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) was broken/fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.